Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid with residue/debris in a microcentrifuge vial. Visual inspection found a haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.50/+2.0/100 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2019 but the problem was not resolved. The lens was replaced with a longer lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).